Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he received calibration errors and a bad sensor alert. Customer's blood glucose was 34 mg/dl at the time of incident. Troubleshooting advised customer that calibration is not allowed when blood glucose is below 40 mg/dl and to wait until they are stable before calibrating again. The customer was advised that the sensor would be replaced and to return the product for analysis. No further information was provided.